Event description:
It was reported that a left leg amputee stood up from his wheel chair on his right leg, twisted and fell. Subsequently, the patient was revised approximately one month post implantation due to unknown reason attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual evaluation of returned implants shows signs of being in vivo. Some surface scratches were seen in the femoral component. The cement adhered to the back of the implant. Taper junction of the stem extension shows some damages which can be related to explanation damages. Augments and hinge system was still attached to the femoral implant. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Year of birth: (B)(6). Concomitant medical devices: kne-unknown-bearing 00598801112 64400895 stem extension straight long 12mm dia x 155mm length(combined length 200mm); 00599003610 64087753 distal femoral augment block precoat may be used with posterior and/or anterior blocks size f 5 mm augment with screw. Foreign country: (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03563.

Event description:
It was reported that a left leg amputee stood up from his wheel chair on his right leg, twisted and fell. Subsequently, the patient was revised approximately one month post implantation due to disassociation. Attempts have been made and additional information on the reported event is unavailable at this time.